Manufacturer narrative:
Additional information received: it was reported that when doing the angiography, the doctor found that there was damage to the endangium. Due to there being little damage there was no treatment just observation. Image review: a photo of the device handle with the product identification label and a photo of the patient aortic anatomy were received from the account. Image analysis: the failure of the hydrophilic coating leading to difficulties in passing the device could not be assessed on the films provided; th erefore the cause of the event could not be determined. Lack of pre-implant CT¿s did not allow for a thorough assessment of the pre-implant anatomy. Angiograms from the index procedure showing the difficult to advance event were also not provided. It is possible that the angulated anatomy may have contributed to difficulty in advancing the device to the target location. A device issue cannot be ruled out as a potential cause. Device analysis: prior to decontamination coating presence was confirmed along the entire length of the device. Device decontaminated with cidex-opa. The tip of the graft cover was frayed with longitudinal scratches visible on the surface. A gap of 1.0mm was observed between the taper tip and graft cover tip. The distal end of the taper tip was partially deformed. The reported coating issue could not be confirmed through analysis; however, the reported positioning difficulties were confirmed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant captivia stent graft was planned to be implanted in a patient for the endovascular treatment of a 30mm thoracic aortic aneurysm. It was reported that during the index procedure it was reported that after part of the device was inserted into the patient there was resistance noted and the device could not be delivered to the thoracic aorta. It was reported that the hydrophilic coating was wetted, however according to the physician, the hydrophilic layer of the anterior half of the delivery system was not activated. When the hydrophilic coating of the anterior half was touched by hand, it felt much drier than the posterior half of the delivery system. It was reported that due to the non-smooth delivery system, the patient's blood vessel was injured during implantation as per the physician, the cause of the event was due to failure of the hydrophilic coating failed and stent was therefore not smooth enough. No additional clinical sequelae were reported and the patient is being monitored.